Event description:
It was found during a baxter eval that a pump powers off w/o user input. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the pump powering off. Eval found this was caused by a loose link screw (upper). The screw was adjusted during eval with the door performing as expected. The screws were replaced during the repair process.